Event description:
It was reported that the ventilator became inoperative while in patient use. The patient was transferred to another ventilator without any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).